Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-17706. It was reported that the patient presented for generator change procedure. Upon review, it was revealed that the right atrial lead exhibited high, out of range pacing impedance and high capture threshold. Patient history revealed that the right atrial lead exhibited high pacing impedance and high pacing threshold, yet the lead still functioned with no patient symptoms. Chest xray revealed that the slack on the right atrial lead and right ventricular lead has been greatly reduced. The physician determined to revise only the right atrial lead as the right ventricular lead is functioning normally at this time. The right atrial lead was capped and replaced on (B)(6) 2019. The patient was discharged in stable condition.